Event description:
It was reported that the anchor broke during the procedure. All broken pieces were retrieved.

Manufacturer narrative:
Alleged failure: despite the use of an awl, the first anchor was broken off when the anchor was screwed in. The anchor and the broken part were then removed. When the second anchor it came to the fact that the anchor did not want to be placed, he was partially screwed and the surgeon dr. (B)(6) did not like the position and wanted to place him around. He did not turn back. Then he pulled out with a gripping instrument. When the third anchor it came to the one of the two belonging to the anchor threads when pulling out the setting instrument stuck to the setting instrument, there it is now, and then the anchor in the patient has remained and the doctor has performed the seam with only a thread of itself was still anchored. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on device, 2) bone too hard for anchor insertion, or 3) drill not inserted to proper depth. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All broken pieces were retrieved.